Event description:
A customer observed imprecise quality control phyt results while using the vitros 250 analyzer. Patient sample results were not reported while quality control results were unacceptable. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event concluded that imprecise phyt results were occurring. An ocd field engineer investigated and made repairs to the immunowash fluid module. Following service, the issue was resolved. The root cause of the event is instrument related.